Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar plus c-flex device was returned to a third-party service center for evaluation, with no initial alleged complaint. No death, serious harm, or injury was reported, and no medical intervention was provided. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam degradation and particles was found inside the blower kit. Additionally, the service technician noted error codes e063 (knob key stuck error) and e065 (stuck encoder a error), as well as contamination from dust. The device was scrapped by the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803, as it meets the criteria for a serious injury and/or product malfunction.